Manufacturer narrative:
H3: examination of the ring in co's laboratory revealed mechanical disruption on the sewing ring which appeared artifactural of explant. Additionally, a small portion of host tissue overgrowth was noted on the sewing ring. No further inconsistencies were noted. These findings would not account for the symptoms noted clinically. H6: 86=x-ray analysis.

Event description:
This event was reported as regurgitation and shortness of breath. No further info provided.